Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1510 for a description of the other device. It was reported to boston scientific that the during an endoscopic retrograde cholangiopancreatography (ercp) procedure the hydra jagwire guidewire frayed causing the wire to get stuck in the stent. The same issue occurred with two hydra jagwire guidewires. The sales representative indicated that it was the ptfe coating that peeled. The procedure was aborted and the patient was sent to a different hospital.

Manufacturer narrative:
A visual evaluation was performed. The unit was received with a portion of the catheter lodged approximately 104 cm from the dream end. The sheath was corrugated and ripped the sheath exposing the core wire confirming the customers report. Unable to determine the cause of the event.